Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was a patient involved during this event in (B)(6). Device did not move off 'apply pads' prompt during the event. Patient outcome is unknown at this time.

Event description:
There was a patient involved during this event in poland. Device did not move off 'apply pads' prompt during the event. Patient outcome is unknown at this time.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. The device was powered on and the user was issued with the advisory speech prompts. No patient impedance was detected throughout the event. The device therefore continued to issue the advisory speech prompts of ¿pull green tab to remove pads, peel pads from liner, apply pads to patient¿s bare chest as shown in picture¿.¿. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. In the absence of the patient the investigation was unable to replicate the reported fault. The fault may have been due to a number of things, for example, poorly adhered pads due to the presence of hair or contaminates or possibly an incorrectly inserted pad-pak. No fault found with the returned sam 350p.there was no clinical data available to review this device shall by retained by heartsine as per complaint handling procedure (B)(4).

Manufacturer narrative:
Section b1 adverse event/product problem: product problem. Section b2 outcomes attributed to ae: blank.

Event description:
There was a patient involved during this event in poland. Device did not move off 'apply pads' prompt during the event event. Patient outcome is unknown at this time.